Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported left side swelling, pain, capsular contracture baker grade IV and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "left side swelling, bilateral pain, capsular contracture baker grade (left IV) and bilateral implant removal from textured to smooth due to the concerns of the product". This record is for the left side. Device remains implanted.